Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. The decision was made to not replace the device or leads and to program all therapy off. This lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that indicated this patient underwent a device replacement. This lead remains in service. No additional adverse patient effects were reported.